Event description:
Incident involved radiation dose planning, an error in calculation occurred. Because the error was quite obvious the treatment was not delivered as planned. An original plan was done and calculated correctly, an option to copy the plan was utilized, and the area of calculation was modified. The resulting dose displayed showed areas of dose outside the treatment field, which prompted the physicist to question the dose. A workaround was used, that resulted in the properly displayed dose.